Manufacturer narrative:
Upon receipt and analysis at our post market quality assurance laboratory the complete lead was returned. Visual inspection did not show visible signs of damage or defect which would lead to a dislodgment. The lead passed electrical testing. Laboratory analysis could not confirm the reported clinical observation.

Event description:
Boston scientific received information that during a follow up this left ventricular lead displayed high pacing thresholds. A lead dislodgment was alleged. The lead was attempted to be repositioned which was no successful. The lead was extracted and another implant is pending. The lead will be returned. No adverse patient effects were reported.

Manufacturer narrative:
Additional information provided noted that a new competitor lead was implanted successfully. All measurements were normal but the amplitudes were not measured as the patient was in an atrial fibrillation arrhythmia. The patient was in stable condition.

Manufacturer narrative:
Should additional information become available, this investigation will be updated.